Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the tip of the screw head positioner broke while rotating the screw head. No patient complications were reported.

Manufacturer narrative:
Additional info: visual and optical examination confirms the tip of the instrument was broken at the weld joint. Instrument manufacturing date code suggests instrument has been in use for 9+ years, consistent with anticipated wear.